Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A french distributor contacted zoll to report that a patient developed a red rash under her breasts and garment straps. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor put her on diprosone cream. Follow up indicated that the cream is helping with the skin irritation.